Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, insulation damage was noted on the lead. The lead was not used and a replacement lv lead was chosen and implanted. No patient complications have been reported as a result of this event.